Event description:
A biomed reported an overinfusion of thymoglobulin which infused in 45 minutes instead of over 6 hours at 43 ml/hr as intended. Per unit manager, infusion of 125 mg thymoglobulin/250 ml was started via av fistula, programmed under guardrails, and was found empty in less than an hour. The pt was monitored, remained stable, and had no change in orders when physician was notified. The event occurred in the transplant unit but it is unknown what profile was in use. The biomed stated the device failed his rate test. He replaced the upper pressure sensor (due to an error code 240.4150) and the membrane frame assembly to perform a flow rate test. Once this was completed, he did a pm and the device passed. Biomed stated he disposed of the membrane frame assembly but has the faulty upper pressure sensor to return. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer had provided devices and logs for evaluation. A follow up report will be submitted with results once the investigation has been completed.